Event description:
The customer contacted the company's customer experience team via sms to report that they were experiencing cramping and having difficulty removing their flex reusable disc. The customer stated that their treating provider used a speculum and forceps to remove the device. Device had been inserted for approximately 19 hours at time of removal. The customer reported increased cramping post removal but did not report any other adverse symptoms before, during, or after removal of the device. The company advised the customer to follow the instructions of their treating provider. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.